Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
At 1:00pm on (B)(6) 2018 the customer left the meter in the car where the temperature was over 100 degrees. He began to experience symptoms of dizziness, nausea, and shortness of breath at 2:30pm but the meter would not power on. The meter was taken into a cooler environment of about 72 degrees. Prior to the meter powering on, the customer sat down in the air conditioner waiting for the meter to power on and the symptoms to improve. Customer was unsure about the dosage of insulin to take, so no insulin was taken. At 3:30-4:00pm the meter powered on and the patient's blood glucose measured 72 mg/dl. At 4:15pm he was still experiencing symptoms and his blood glucose measured 78 mg/dl. He began to feel confused and was driven to a relatives home to test on their blood glucose meter. At 4:22-4:23pm his blood glucose measured in the 480's mg/dl on the other meter. Customer received 4 units of humalog. He was able to inject the dosage himself. The dose was less than normal dosage of 6-8 units. Customer was confused, unsure about how much he should take because of the difference of the two meters. Customer continued to display the symptoms of dizziness, nausea, and shortness of breath and became more confused. Customer was driven back home between 6:00-6:30pm. After arriving home, he went to bed and slept for several hours. On (B)(6) 2018 between 2-3:00am the patient's blood glucose measured 82 mg/dl and he experienced symptoms of high blood glucose and he drank 6-8 oz. Of water and began vomiting. At 8:00am he continued to experienced high blood glucose symptoms. At 8:30am his blood glucose measured 78 mg/dl and he injected 20 units of lantus and took a zofran pill for nausea. He again vomited and returned to bed. At 12:30pm he attempted to eat and drink but felt ill and went back to bed. On (B)(6) 2018, customer woke up at 7:30 am and still felt ill. Customer did not eat or drink and is unsure if a blood test was taken or not. At 10:30 am, customer felt worse and was driven to the ER, by his sister. After arriving, all vitals were checked, and he was admitted into ICU with a high blood glucose of 700 mg/dl and was treated with insulin via IV. Customer was released two days later with stable blood glucose level. Strip vial has been discarded. Test strips are not available for return; replacement was provided.

Manufacturer narrative:
While the customer did return a vial of strips with lot number 475225, the customer stated that the strips used at the time of the event had been discarded. The lot number for the suspect device is unknown.